Manufacturer narrative:
(B)(4). The device is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that prior to an implant procedure, the field representative interrogated this subcutaneous implantable cardioverter defibrillator (s-ICD) and a red warning screen was displayed, indicating the device should not be implanted. A back-up device was used in the case and this device was returned for laboratory analysis. No patient was involved.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. A review of the device data did not find any error codes or a reason for the do not implant red screen. The battery voltage was beginning of life (bol), charge times were normal, and no out-of-range shock impedance measurements were noted. A request for programmer log files was made to the field representatives involved in the case, but no log files were available to be submitted. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.